Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.75 x 8 nc trek rx referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat 70% to 80% stenosed lesions in the left anterior descending (lad) coronary artery and right coronary artery (rca). A 2.75 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the lesion in the lad and no issues noted during unpacking, inspection and preparation prior to use. The bdc was advanced with no resistance to the lesion and on the first inflation attempt the balloon would not inflate. The bdc was removed from the anatomy and replaced with a non-abbott 2.75 x 8 mm bdc to complete the dilatation of the lesion in the lad. A 3.75 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the lesion in the rca and no issues noted during unpacking, inspection and preparation prior to use. The bdc was advanced with no resistance to the lesion and on the first inflation attempt the balloon would not inflate. The bdc was removed from the anatomy and replaced with another 3.75 x 12 mm nc trek rx bdc to complete the dilatation of the lesion in the rca. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.